Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during fill 1 and drain 1. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device failed the homechoice rite functional test for volumetric accuracy during fill 1 & drain 1. The pal evaluated the device. External inspection revealed no problems; the new style occluder boot allows visibility of the occluder. Inspection of the door assembly revealed that there was insufficient contact between the chore boy (scouring pad) and the heat sink compound within the vsx chambers. The chore boy located within the door ensures proper thermo transfer required for volumetric accuracy; issues with these could create volumetric inaccuracies. The assignable cause for rite test failure - volumetric accuracy was determined to be insufficient contact between chore boy and heatsink compound. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.